Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. It was determined that water entered the air gas module due to malfunctioning hospital's air central system. According to received service report, replacement of air gas module solved the issue. The air gas module regulates the inspiratory gas flow and gas mixture. The ventilator passed all functional and safety tests and was cleared for clinical use. Evaluation of provided device logs revealed that internal leakage, pressure transducer, o2 cell/sensor, flow transducer and patient circuit test failed during pre-use check. Unfortunately, the claimed part was not available for further analyze. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. Moreover, air gas module was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).